Event description:
The patient underwent the removal of an infected right upper extremity avascular graft. Immediately following the procedure an attempt was made to insert a tesio catheter into the right internal jugular. The tesio insertion was aborted due to the development of a pneumothorax and hemothorax. A chest tube was inserted.